Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 double head pump. The incident occurred in (B)(6). The device was requested back to livanova deutschland for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 double head pump displayed an error message during setup. There was no patient involvement.

Manufacturer narrative:
The reported issue could be confirmed by the serial read out of the pump memory analysis. The claimed component was returned for further investigation and a corroded soldering pin on the processor board was found upon visual inspection. This corrosion may have led to an interruption in the internal can communication causing the reported event.

Event description:
See initial.